Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date during the week of (B) (6)2010 the patient noted the reported meter was displaying the battery indicator symbol; she did not obtain a blood glucose reading. According to the owner¿s booklet for this meter, the meter will display the battery indicator when there is not enough power to perform a test; the battery must be replaced. The patient took no actions due to the meter issue. Three hours later, the patient experienced the symptoms of sweating and nervousness. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter¿s battery as recommended by the manufacturer. The issue was not resolved as the patient did not have a new replacement battery available. The meter and test strips were replaced. The patient did not replace the meter¿s battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Device issue: detachment of radiopaque tip. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right internal carotid artery stenting procedure, after stent deployment, the radiopaque tip of the stent delivery system detached, but remained on the guide wire. There was no resistance felt during delivery system removal. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.